Event description:
It was reported that a pt experienced difficulties when a soft swivel flange became "too soft" and the tie strap holes stretched, causing the trach tube to dislodge. It was also reported that difficulties were experienced maintaining a secure attachment with the disposable inner cannula. It is unknown how long the device had been in use when the problem was detected. Limited info regarding the event, pt and device usage/maintenance. There was one (1) pt involved and no reported injury. The device is not available for return.